Event description:
The facility representative contacted a baxter sales representative to report a clearlink buretrol solution set in which a hair was observed inside of the fluid path. According to the report, a hair was found floating in the buretrol set while running IV therapy in the nicu. There was no report of patient injury or adverse event associated with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This report for as reported problem code contamination - pm fluid path could not be confirmed and a cause identified because a sample was not returned for evaluation and the complaint did not describe any type of use error that might have caused this issue. Batch information was unavailable. If any additional information becomes available a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation and has been requested. If the sample is received or additional information becomes available, a follow-up report will be submitted.